Manufacturer narrative:
A philips field service engineer (fse) went onsite customer to evaluate the device in question. The fse indicated that during an evaluation of the system they checked for fault, the part on list was replaced. The fse replaced the customers device speaker part to resolve the user's issue.

Event description:
The customer reported that the speaker was faulty. The device was in use on patient at time of event, there was no adverse event reported.